Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report a high blood glucose reading of 485 mg/dl and treated with a manual injection. Customer reported that the motor kept turning on and off. Customer was given advise for the high blood glucose level. No troubleshooting was done for the motor issue, and nothing was replaced or returned.